Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08655 inches. The pump was received with the serial number label missing. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed delivery accuracy test, low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the label was missing on the back side of the insulin pump. Customer¿s blood glucose level was 5.0 mmol/l. The customer reported that the insulin pump had replace battery now alarm. Customer did received a low battery alert prior to the replace battery alert or replace battery now alarm. The device will be returned for analysis.